Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant po2 results on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. Test date: (B)(6) 2025. Method, collected, tested ph, pco2, po2, beecf, hco3, tco2, so2, na, k, ica, hct, hb sample. I-stat, 21:00, 21:03, 6.881 >130.0, 243, 130, 5.5, 1.11, 34, 11.6, 1. I-stat, 22:32, 22:32, 6.985 >130.0, 240, 137, 4.7 1.05, 32, 10.9, 2. Test date: (B)(6) 2025. Method, collected, tested, ph, pco2, po2, beecf, hco3, tco2, so2, na, k, ica, hct, hb cl, sbc sample. I-stat, 09:15, 09:18, 7.134 >130, 12, 149, 4.0, 0.93, 31, 10.5, 3. Hdc-lyt, 12:15, 12:25, 7.109, 123, 65.47, 12.55, 42.26, 46.22, 90.80, 168, 5.42, 3.65, 37.3, 12.43, 96.4, 32.42, 4. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-sep-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for eg7+ cartridge lot n25039.